Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the silicone tubing was blocked. Functional testing was performed including leak testing and clear passage testing. No issues were noted during leak testing; however, during clear passage testing, it was noted that the silicone tubing was blocked, and the blockage was cleared during testing. The reported condition of air in the tubing was not observed during sample testing; however, the no flow/restricted flow was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were found at the twist clamp area of a minicap transfer set and air was heard coming from that location. This was observed during use of the device for peritoneal dialysis therapy. The patient did not fill at the time of the event. There was no patient injury, or medical intervention associated with this event. No additional information is available.